Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient perspires from working outside and the mesh material becomes itchy. There was no alleged device malfunction contributing to the irritation. The patient was hospitalized for unspecified reasons and was ordered to remove the device due to a medication change and the patient's ICD being turned back on. It unclear if the device was removed due to the irritation. Reporting out of an abundance of caution. The medical outcome is unknown.